Event description:
During an implant procedure, the style was unable to be removed from the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of the stylet could not removed from the lead was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood and tissue. An x-ray examination of the lead revealed the inner coil was bunched in the connector region consistent with the procedural damage. The stylet could not be removed due to the as received condition of the inner coil. The cause of the reported event was isolated to the inner coil bunched in the connector region consistent with procedural damage.